Manufacturer narrative:
Reliability analysis inspected one opened/used partial enlite sensor and performed testing. The sensor passed per specification due to accurate readings. Unable to confirm the needle complaint due to the customer not returning the needle.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed sensor error. Customer reported that she got a coffee with sugar by mistake and her blood glucose levels went up to over 600 mg/dl. Customer's blood glucose reading was 164 mg/dl. Customer stated that the sensor cannula is straight, however it has some dried blood around the cannula. Nothing further reported.